Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 60 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. It was found that the customer had delivered a bolus of 25 units prior to the event. The customer was advised to call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.